Manufacturer narrative:
The pod was received with the cannula deployed. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 1921 pulses and was deactivated. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.